Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous and calcified right coronary artery (rca). The physician attempted to directly implant the 2.5x28mm taxus liberte in the proximal rca, but was unable to cross. The physician removed the device outside the pt's body for predilation of the lesion, but stent damage was noticed. The procedure was successfully completed with a different device. No pt injuries and complications were reported. Pt condition listed as "good".

Manufacturer narrative:
Eighteen years or older. The device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).